Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the therapy was initiated and getting low flow despite switching out device and changing pad, the flow rate (fr) was 0. Disconnected and reconnected pads using proper technique still there is no improvement in flow, no water seen at connection sites. Representative diagnostics on a device and checked the flow rate would not stay consistent nor would inlet pressure (ip). Representative stated that the flow rate (fr) range 0.7-2.1 l/min, inlet pressure (ip) was -8 to -11, circulation pump command (cpc) was 60 range. The pads were reconnected and in the therapy mode flow rate (fr) was 1.1 l/min. Representative diagnostics on second device and flow rate (fr) was 1.8 l/min at highest, inlet pressure (ip) was -11, circulation pump command (cpc) was 60 range. Advised to get a third device and send those to biomed labeled low flow. Reminded proper pad connection and to call back if still having issues.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the therapy was initiated and getting low flow despite switching out device and changing pad, the flow rate (fr) was 0. Disconnected and reconnected pads using proper technique still there is no improvement in flow, no water seen at connection sites. Representative diagnostics on a device and checked the flow rate would not stay consistent nor would inlet pressure (ip). Representative stated that the flow rate (fr) range 0.7-2.1 l/min, inlet pressure (ip) was -8 to -11, circulation pump command (cpc) was 60 range. The pads were reconnected and in the therapy mode flow rate (fr) was 1.1 l/min. Representative diagnostics on second device and flow rate (fr) was 1.8 l/min at highest, inlet pressure (ip) was -11, circulation pump command (cpc) was 60 range. Advised to get a third device and send those to biomed labeled low flow. Reminded proper pad connection and to call back if still having issues.